Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that, the 8mm fenestrated bipolar forceps had no precision. There was no report of patient injury.